Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release has been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No nonconformity has been registered for used raw materials. No other similar complaint was received on the product and malfunction code since 2017. Based on the investigation results the issue is considered to be isolated. Based on the investigation it was found that this product was packed in the covid19 season, when there was identified a lack of single-use caps & coats supplies. In the mentioned season it was decided to extend allowed usage of single-use protective equipment as caps and coats used in manufacturing area after entering clean zone. Also, this equipment was decided to separate, send for cleaning and disinfecting in order to allow multiple usage. This risk was taken upon to increased demand of medical supplies on the market in order to satisfy customers¿ needs and prevent missing important medical supplies on the market, hospitals, end users. For this reason there is not a requirement to implement any further corrective/preventive actions due to this isolated case due to covd19 pandemic. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Manufacturer narrative:
Device 1 of 1. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction/serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product distributor that there was "a foreign body found inside the package". A photograph depicting the reported complaint issue was received by the complainant. The product was not used, no harm reported.